Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected implant using a amplatzer talisman delivery sheath. It was noted during procedure that there was unusual resistance when loading the occluder into the loader. The occluder was prepared per the instructions for use. It was also noted during procedure that the left disc of the occluder exhibited a bulbous deformation when deployed. The occluder was not mishandled or damaged during device preparation. The deformed occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The decision was made to remove and replace the 30-25mm amplatzer talisman (pfo) occluder with another one of the same size to complete the procedure. There were no adverse patient consequences reported. It is unknown was caused the difficulty loading the first occluder. The patient was stable at the time of report.

Manufacturer narrative:
It was reported that it was resistance when loading the occluder into the loader during procedure and the occluder presented in bulbous shape when deployed. Field provided a picture showing the bulbous deformation on the proximal disc of the device. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.